Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty being interrogated just prior to being implanted. Programmer troubleshooting was performed which was not successful. A second programmer was attempted, also unsuccessful. A magnet reset was performed which was successful in interrogating this s-ICD. This s-ICD was implanted and remains in service. No adverse patient effects were reported.